Event description:
It was reported that the patient presented in-clinic with non-sustained lead noise. Upon review of remote transmissions, amplification of myopotentials was observed. Patient was noted to have very labored breathing. Programming changes were made and the patient left the clinic showing no evidence of myopotential oversensing.